Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from mexico a 3300tfx19mm valve implanted in aortic position was explanted after an implant duration of four (4) months and fourteen (14) days due to opening limitation of the leaflets. The issue was observed during post-surgical follow-up and it was decided to reoperate as soon as possible. As reported, after the first surgery the valve was observed functioning correctly during the transesophageal echocardiography with a gradient of 36 mmhg. The patient developed an aneurysm in the aortic root requiring bentall surgery. Reportedly, the aneurysm was caused by the high gradient that developed after the first surgery where the valve was implanted. During the explant procedure, the leaflets were noted to be resistant to motion and rigidity was felt. No pannus was observed. A bentall surgery with mechanical valve conduit were implanted in replacement. The patient's outcome was noted as recovering.

Manufacturer narrative:
Added information to section b5, d9, h3, h6 (investigation findings and investigation conclusions). Updated information in section h6 (type of investigation): the code "4114 - device not returned" was replaced by code "10 - testing of actual/suspected device". H11. Additional narrative/data: the device was returned for evaluation. Customer report of opening limitation of the leaflets, was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 2mm at commissure 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. The free margin of leaflet 2 was noticed a non-transmural cut in approximately 6mm, edges were smooth and straight and appeared to match up. All three leaflets were thickened and swollen near the commissures. Suture holes were observed around the sewing ring. A suture thread remained attached to the sewing ring. Returned unit appeared consistent with the customer photo. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.

Event description:
Per the report received from mexico a 3300tfx19mm valve implanted in aortic position was explanted after an implant duration of four (4) months and fourteen (14) days due to opening limitation of the leaflets. The issue was observed by the surgeon during the post-surgical follow-up of the patient and decided to re-operate as soon as possible. As reported, after the first surgery the valve was observed functioning correctly during the transesophageal echo with a gradient of 36 mmhg. The patient was prescribed acetylsalicylic acid every 24 hours at the time of discharge from the first surgery. The patient developed an aneurysm in the aortic root requiring bentall surgery. Reportedly, the aneurysm was caused by the high gradient that developed after the first surgery where the valve was implanted. During the explant procedure, the leaflets were noted to be resistant to motion and rigidity was felt. No pannus was observed. A bentall surgery with mechanical valve conduit were implanted in replacement. The patient's outcome was noted as recovering. It was reported that a cut was made on the valve with the scalpel while explanting the device. Per device evaluation, moderate host tissue overgrowth was observed.